Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information requested: were there any unusual noise heard during firing? No. Did the clips fall into the patient? No. ¿ only occurred as tech was prepping device out of the box. Device never touched or entered patient. If so how were the clips retrieved? Clips fell onto mayo stand. Did the primary surgeon fire the device? No.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two clips as intended and it ejected fourteen clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux en y procedure, the clips were loading sideways from the first squeeze of the handle out of the box. The clips would not stay in the jaws and fell out. There were no patient consequences. Case completed with another device of the same product code.